Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2014 due to high blood glucose reading. The blood glucose reading at the time of the emergency room visit was 485 mg/dl. The customer was treated with fluids. The customer experienced nausea and headache. The customer declined to perform troubleshooting on the insulin pump during the time of the emergency room visit. The customer sent a follow up electronic mail stating that the cause of the high blood glucose reading was a kinked cannula. No further information was provided.